Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia, with a self-reported blood glucose of 43 mg/dl, and no device alerts or alarms were noted. Symptoms included signs consistent with low blood glucose. Outcomes included no reported long-term impairment and no hospitalization. Investigation included collection of event details and a request for additional information to characterize the hypoglycemic episode. Investigation of this case revealed that the cause of the hypoglycemia could not be determined based on the information available and there was no evidence of a device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.